Event description:
It was reported that the right ventricular (rv) lead and adaptor were causing muscle/nerve stimulation. The lead and adaptor were explanted and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.   Product event summary: the full lead was returned and analysis found no anomalies. However, the defibrillation conductor was distorted (extrinsic) and the distal electrode was covered in blood. The lead¿s outer insulation was cut and had a cosmetic depression (in-vivo). The insulation overlay tubing was melted, blood ingression and environmental stress cracking. Visual analysis noted explant damage. Product ID: 6707-35 x2 adaptors, implanted: (B)(6) 2006; product ID: 6984m adaptor implanted: (B)(6) 2006. (B)(4).